Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Per the customer, "reviewing the setup data the second of these was setup by someone who in the past has sometimes caused to much kinking at the draw pump but the other two were not and without having seen the setup myself I don't want to immediately jump to the conclusion that this was the cause of the issue for that collection." The rdf from the procedure was reviewed. Using signals in these log files, it was determined that this device is showing signs of very poor separation. It is believed the bottles likely had red cells mixed up in the plasma but there are no signs of hemolysis. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that multiple donations collected on a rika device contained hemolysis and the device did not alarm. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
Customer reported that multiple donations collected on a rika device contained hemolysis and the device did not alarm. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Per the customer, "reviewing the setup data the second of these was setup by someone who in the past has sometimes caused to much kinking at the draw pump but the other two were not and without having seen the setup myself I don't want to immediately jump to the conclusion that this was the cause of the issue for that collection.". The rdf from the procedure was reviewed. Using signals in these log files, it was determined that this device is showing signs of very poor separation. It is believed the bottles likely had red cells mixed up in the plasma but there are no signs of hemolysis. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the signals in the run data file (rdf) indicated poor separation that resulted in whole red blood cells spilling into the collection bottle, no hemolysis occurred. No further reporting will be provided as this does not represent a reportable event.